Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's lcd screen was found to have physical damage and was unable to be viewed. There was no harm or injury reported. The device was not in patient use. The device's lcd screen was replaced to address the issue.